Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report that her blood glucose levels had been high during bolus delivery. The customer's blood glucose reading ranged from 450 to 500 mg/dl, but was 492 mg/dl during the call; she treated with a manual injection. Customer stated that she bought the insulin pump from another person. Customer stated that she already changed the infusion set. Customer reported symptoms of dry mouth, headaches, and muscle aches. Troubleshooting was performed and she found the drive support cap was sticking out and had received a motor error alarm. The customer was unable to receive a replacement because she bought the insulin pump from another person and not through medtronic. Customer was advised on what to do. Nothing was replaced or returned.